Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), post removal of the introducer, the patient developed a hematoma and the bleeding could not be controlled. The patient was taken into surgery to repair what the implanting physician thought was an arterial laceration. No further patient complications have been reported as a result of this event.